Event description:
An implant card received for the patient indicated that the patient had undergone a full revision. The generator was replaced due to battery depletion, and the lead was replaced due to high impedance. The suspect products have not been received by the manufacturer to date. No other relevant information has been received to date.